Event description:
The suspect device was received and is pending product analysis.

Manufacturer narrative:
(B)(4). This information was inadvertently left off on mfg. Report #0.

Event description:
Product analysis from for the generator was completed. Upon receipt the generator was interrogated and the battery status indicated that the battery had not yet fully depleted. The battery voltage was measured to be 2.839 v. The generator¿s output signal was monitored for more than 24-hrs, while the device was placed in a simulated body temperature environment. The generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The generator performed according to functional specifications during electrical testing. As previously reported, based on the review of the programming data and manufacturer records it appears that the generator did deplete prematurely due to the previously discussed manufacturing issues.

Event description:
It was reported in that the patient¿s mother was concerned about the generator¿s battery life since the device was at 25% and the device had been implanted for approximately 2 years. This rate of battery depletion appeared premature to the mother and the physician. The patient was referred for a battery replacement. Programming data from the physician's tablet was reviewed and it was found that the battery depleted prematurely since the 25% indicator was triggered when only ~52% of the battery had been used. Manufacturing records confirmed the device passed qc inspection prior to distribution. Additionally it was noted that the generator was manufactured using the laser-routing process. A previous internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on the programming data it appears that the cause of this premature battery depletion may be related to the debris left as a result of the laser routing process. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent surgery where the generator was replaced. On the day of surgery the generator was interrogated and the intensified follow-up indicator was not flagged. The explanted generator has not been received to date.